Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report. Bin files from the case were reviewed and showed that at least 7 injections were performed with catheter 2af283 / (B)(4). Bin files show that system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection) was triggered at injection #7. Failure files from the case were reviewed and showed that the following system notice messages were triggered: 50005, 50006 (the safety system has detected blood on the catheter handle, stopped the injection and disabled the vacuum) and 50032 (the safety system has detected a compromised outer vacuum). Device history records were verified and confirmed that the device was manufactured according to specification and passed acceptance testing.

Event description:
Information received by medtronic indicated that system notice message 50006 (the safety system has detected blood on the catheter handle, stopped the injection and disabled the vacuum) was triggered by the cryoconsole. Immediately after this message, it was reported that the patient lost consciousness and stopped breathing for approximately 10 seconds. Patient's pulse rate was unchanged. Patient has no neurological deficiencies after the incident. The procedure was aborted. It was reported that the distal part of the catheter balloon was ruptured in the middle and was in two pieces; the distal part was curled up in the vein and the proximal part was out of vein in the groin. The patient was transferred to the operating room to surgically remove the distal part of the balloon from the femoral vein.

Manufacturer narrative:
Bin files from the case were reviewed and showed that at least 7 injections were performed with the catheter. Bin files show that system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection) was triggered at injection #7. Failure files from the case were reviewed and showed that the following system notice messages were triggered: 50005, 50006 (the safety system has detected blood on the catheter handle, stopped the injection and disabled the vacuum) and 50032 (the safety system has detected a compromised outer vacuum). Device history records were verified and confirmed that the device was manufactured according to specification and passed acceptance testing. The returned device was visually inspected. The reported catheter retraction issue inside the sheath has been confirmed through testing; the catheter failed the returned product inspection due to balloon damage not allowing retraction into the sheath. The catheter was returned inserted stuck in the steerable sheath. Visual inspection showed that the catheter tip was sticking out of the sheath and the coaxial connector of the catheter was full of blood. Both inner and outer balloons were cut around their equator and the proximal end of the outer balloon was folded backwards, not allowing the balloon to advance inside the shaft of the sheath. No kinks and no other issues were observed in the catheter shaft proximal from the balloons. The shaft was intact and with no apparent issues. The outside diameter (od) where the outer balloon was folded is out of specification = 0.176 inches or 4.47 mm (spec: equal to or lower than 0.157¿) which explains the catheter retraction issue into the shaft of the sheath (4 mm). Visual inspection of the catheter tip shows that the molded tip is well attached to the guide wire lumen. The guide wire lumen is bent due to the retraction attempts but no kinks or lifted wires were observed. Verification of the smart chip file indicated the catheter was used for 7 injections on (B)(6) 2014 from 11:32 am to 11:59 am. The dissection and pressure test did not show issues with the guide wire lumen or with thermocouple and leak detection wires that could cause damage to the balloons. Pressure test did not show leaks at the molded tip attachment with the guide wire lumen. Balloon test and failure mode analysis could not be performed due to the returned product condition. Damage to the balloons could lead to system notices #50005 ¿leak detection¿ and #50032 ¿outer vacuum compromised between the balloons¿ and subsequently #50006 ¿blood detection¿. Dissection of the handle showed it was full of blood. Blood were inside both the outer and main vacuum chambers inside the y-block. Also blood was all along the vacuum line and crossing through the blood detection board.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.